Manufacturer narrative:
(B)(4). Method: the complaint rt380 circuit was not returned to fisher & paykel healthcare in (B)(4) for investigation: the hospital has retained it for their own investigation. Our investigation is based on information and a photograph provided by the hospital. Results: visual inspection of the photograph showed that the expiratory limb was cracked in three places in the centre section of the tubing. Conclusion: we were unable to determine what has caused the expiratory limb to crack. The hospital informed us that the problem occurred after one day of use. We can therefore conclude that the damage to the circuit occurred during use and was originally functioning correctly. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that cracking was noticed in the expiratory limb of an rt380 evaqua2 adult breathing circuit after one day of use. There was no patient consequence.